Manufacturer narrative:
The event of seroma late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "pain and swelling in [the] breast," "masses were both benign," and "a pocket of fluid in one of [the] breasts."

Event description:
Patient reported "pain and swelling in [the] breast," "masses were both benign," and "a pocket of fluid in one of [the] breasts." The following reported events have been deemed not device related: "swollen lymph node in. Neck," "drenching night sweats,¿ ¿left. Job because [patient] couldn¿t work through the pain anymore.¿ the device remains implanted. This record represents the right side. The manufacturer of this device is unknown.